Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer did the troubleshooting but was unable to fix the issue. Customer did not report any damage to battery cap. No harm requiring medical intervention was reported. The insulin pump was replaced and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.